Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate auto mode switching episodes and an impedance measurement anomaly. Upon extraction, an insulation anomaly was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion exposing the outer coils at 12.5 cm - 13.2 cm from the connector pin, five filars of the outer coil were also fractured at this location. The abrasion was consistent with constant friction to another implantable device.